Manufacturer narrative:
Product complaint # (B)(4). Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-76949, 2210968-2018-76953. Analysis results have been included in reports for each. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil and a folder with an undispensed needle/suture combination and a unopened sample of product were received for analysis. The issue sample was not returned for evaluation. During the visual inspection of opened sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along strand with no defects, damage or suture breakage noted. A functional test was performed on the sample and the tensile force met the requirements. In the inspection visual of unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was examined along strand with no defects, damage or suture breakage noted. A functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture breakage and no suture color fading were found.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, there was suture fade and breakage. The suture color faded and broke during operation when closing the chest. The fade was obvious, and the suture broke easily during use. A decreased suture tensile strength was suspected. There were no adverse patient consequences reported. No additional information was provided.